Event description:
It was reported while using unspecified bd nexiva catheter the catheter hub was cracked. There was no report of patient impact. The following information was provided by the initial reporter: catheter hub cracked. Concerns for product safety.

Manufacturer narrative:
There are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in franklin lakes, nj has been listed in and the franklin lakes FDA registration number has been used for the manufacture report number. Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Manufacturer narrative:
Investigation summary: a physical sample was not available for investigation but bd was provided with a photo of the issue for evaluation. A review of the device history record could not be performed as the reported lot was unknown and could not be identified in the provided photo. Our quality engineer reviewed the provided photo and observed the extension tubing for a 20 gauge nexiva device with a longitudinal line visible across a portion of the pink luer adapter. The line did not appear to extend all the way to the threads and was consistent with what was initially reported. Therefore, based off the provided photo the engineer was able to verify the reported defect. However, without a physical sample available for testing a definitive root cause could not be determined.

Event description:
It was reported while using unspecified bd nexiva catheter the catheter hub was cracked. There was no report of patient impact. The following information was provided by the initial reporter: catheter hub cracked. Concerns for product safety.

Manufacturer narrative:
Correction: h5: imdrf annex a grid:

Event description:
It was reported while using unspecified bd nexiva catheter the catheter hub was cracked. There was no report of patient impact. The following information was provided by the initial reporter: catheter hub cracked. Concerns for product safety.